Manufacturer narrative:
The device will not be returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous, in in-stent re-stenosis in the right coronary artery (rca). A 3.00x38mm xience alpine drug eluting stent delivery system (sds) was advanced but could not cross the lesion due to a previously implanted stent. The sds was removed with resistance, and the stent dislodged from the balloon outside of the anatomy. It was noted that the stent struts were flared. Another 3.00x38mm xience alpine stent was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.